Event description:
The hammer is rusty. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified; therefore, further investigation cannot be performed. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The examination carried out on the contested hammer showed that the surface, especially the connection between the head and the handle had traces of rust. It is clear to see that these rust residues formed after the cleaning and sterilization process. In terms of rust formation, it can be stated that all material, even so-called rust-free steels, are only rust-proof to a certain degree. Please be aware that this item requires extra special treatment. The resistance to rust only applies, it the material is dried immediately and stored dry. No product errors could be determined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6).